Event description:
It was reported that the suction irrigator was removed from the water source due to leakage. Once the water source was removed, the battery supply started to overheat and remain functioning without the device being used. Batteries were removed from the device, and there was smell of burnt plastic coming from the device.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Updated e1 initial reporter city to (B)(6).

Event description:
It was reported that the suction irrigator was removed from the water source due to leakage. Once the water source was removed, the battery supply started to overheat and remain functioning without the device being used. Batteries were removed from the device, and there was smell of burnt plastic coming from the device.